Manufacturer narrative:
Follow-up #1: date of submission 12/1/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/17/2015 with the following findings: a review of the pump black box did not reveal any unexplainable pump reboots. The intermittent power or power loss was not duplicated during the investigation. The returned battery cap was removed from the pump without difficulty. The returned battery cap was found to be damaged. The returned battery cap was able to thread and the cap was able to spin but did not stop. The returned cap was used for perform the investigation. A test cap securely attached to the pump. The pump was run on a 24 hour basal program with no intermittent power or reboot occurrences. The pump was opened and an inspection was performed on the power circuit and there were no defects found. There was no moisture found internally.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was noted that the patient was unable to remove the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.